Manufacturer narrative:
The hillrom technician confirmed the extension cable of the device was damaged. In the instructions for periodic inspection of liko moble lifts, 3en371001 rev. 4, it is stated under 8 battery, cables and charging: "check cables and connectors for damage or wear." The instruction guide for golvo 8008, 7en140107 rev. 4, states under service: "a periodic inspection of the lift should be carried out at least once per year. Periodic inspection, repair and maintenance may be performed only in accordance with the liko service manual by personnel authorized by hillrom and using original liko spare parts. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The most probable root cause for the event is incomplete maintenance.

Event description:
Hillrom received a report from the account stating that the device was doing some electrical arc at the level of plug. The lift was located at the account at the time of the incident. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hillrom technician found the following components needed to be replaced on the lift: extra battery box, charging cable, extension cable vi m, control unit cable, according to the hillrom technician, the lift functioned after repair. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hillrom received a report from the account stating that the device was doing some electrical arc at the level of plug. The lift was located at the account at the time of the incident. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).